Event description:
Approximately 7cm of the distal end of the guidewire broke off inside the patient during the procedure. The broken distal fragment remained inside the patient. The procedure was completed using different guidewire and microcatheter. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Manufacturer narrative:
(B)(4) - the reported event of device tip broken.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the guidewire was fractured at 200.7cm from its proximal end. Further investigation using scanning electron microscopy (sem) revealed that the fracture exhibited fatigue striations along with a central zone of dimple rupture. No material anomalies were noted. The guidewire separation occurred as a result of a bending cycle moment. The most likely the device manipulation and torquing in an effort to advance to the target lesion resulted in the guidewire distal tip fractured due to fatigue in a bending overload direction. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.

Event description:
Approximately 7cm of the distal end of the guidewire broke off inside the patient during the procedure. The broken distal fragment remained inside the patient. The procedure was completed using different guidewire and microcatheter. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Event description:
During the introduction of the guidewire into the microcatheter, the tip of the guidewire kinked and broke off. The broken tip was removed from the microcatheter. There was no patient involvement. No further information was provided.